Event description:
Procedure: esophagectomy. According to the reporter: the handle could not be fully squeezed. The device was removed and add'l resection of tissue and other device was used. Oozing was reported as under 200cc. No pt info is available.

Manufacturer narrative:
(B) (4). (B) (4).